Event description:
The implantable stimulator malfunctions. Five channels stopped and 3 channels generated erratic stimulation. No injury to the pt has been reported. The stimulator is not a life supporting device. The device controls hand grasp function of spinal-cord injured pts.